Manufacturer narrative:
The customer contacted resmed to request assistance regarding an astral device that was not fully charging after a power outage. A resmed product support representative went through the troubleshooting steps with the customer and requested the customer power cycle the device. The customer informed resmed that power cycling resolved the charging issue and the device was operating normally. No device was returned to resmed for investigation. (B)(4).

Event description:
It was reported that an astral device failed to completely charge its internal battery following a power outage. There was no patient injury reported as a result of this incident.